Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the measurements were not in a normal range. During follow-up lead perforation was observed. The patient was in good condition. The lead remains implanted.